Manufacturer narrative:
Unable to confirm pump clip damage due to pump received without the original pump clip. The pump was received with a cracked keypad overlay. The pump passed the displacement test and self test. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Unable to confirm pump clip damage due to pump received without the original pump clip. Customer alleged for pump clip damage was unknown. Cosmetic damage was confirmed at the keypad overlay of the pump during analysis. Customer alleged for keypad anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip/holster anomaly, damage (physical or cosmetic), up and down arrow keys, so as the middle button had to press the buttons multiple times before it follows the command within the call. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1880. Customer reported a keypad anomaly and/or stuck button alarm. Buttons remained unresponsive after troubleshooting. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported damage to the belt clip. No harm requiring medical intervention was reported. No product return is required for acc-1601. Mmt-1880 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.